Event description:
It was reported that this pacemaker had exhibited healing impaired and pocket erosion. Reportedly, the patient had a tiny hole in his pocket with a size of a marker tip. The physician reported that although the patient's pocket had healed, the open sore had reappeared. The patient sought advice on treatment from an infection specialist while taking antibiotics. The pocket had no discharge, was not swollen nor warm to the touch, and was swabbed for testing but the results were still pending. The physician said that the patient will probably be sent to a certain facility for an extraction and reimplant on the right side. No additional adverse patient effects were reported. The pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.